Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely to the clinic on (B)(6) 2021 after receiving an inappropriate shock in response to an episode of atrial fibrillation with rapid ventricular response from their implantable cardioverter defibrillator. Programming changes were made on (B)(6) 2021. The patient's condition was stable throughout the event.